Event description:
It was reported that the patient experienced inflation issues with an approximately 10 year old ambicor penile prosthesis (app). A revision surgery was performed in which the existing app was explanted and a new inflatable penile prosthesis (ipp) was implanted. The patient did not experience any further known complications during the procedure. It was also indicated that there is no further information regarding the case. Should additional information become available, it will be provided.